Event description:
We've had two sterile compounding errors related to patisiran (onpattro) [noc 71336-1000-1]. The package insert for patisiran (onpattro) require a 0.45 micron filter during compounding. This is a filter pore size that is not used in our pharmacy for compounding any other medication. We special order this 0.45 micron filter and for this medication. However, on two different occasions, using that filter was missed. On the first occasion, the pharmacist misread the instructions and gave a 5-micron filter to the technician to perform the compounding. On the second occasion, the pharmacist did not give the technician the filter during compounding. When the technician read the instructions, it was misunderstood that the filter was needed during compounding. Instead, the technician assumed since that filter size is not commonly used in the pharmacy that this was a filter used during drug administration, not during compounding. We did contact the company to determine if it was possible to filter the medication after it was diluted in ns, and the company provided information that the lipid complex would be altered if filtered after further dilution. This resulted in the drug needing to be wasted. (B)(6). Submission ID: (B)(4).